Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing failure, and the pacing threshold measurement was 7.5 volts at 0.4 milli seconds during recent check. In addition, this rv lead was confirmed to be exhibiting lead dislodgement. This rv lead was then surgically repositioned and remains in service. The final values of post operation were within acceptable normal range. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing failure, and the pacing threshold measurement was 7.5 volts at 0.4 milli seconds during recent check. In addition, this rv lead was confirmed to be exhibiting lead dislodgement. This rv lead was then surgically repositioned and remains in service. The final values of post operation were within acceptable normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the date of birth field and age at time of event field (a2) in section a, patient information.